Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that three infusion set cannula was crimped due to which hyperglycemia occurs within 2 days of use. High blood glucose level was displayed high and treated by correction injection via mdi. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.